Event description:
A consumer reported seeing a streak of light at night following bilateral intraocular lens (iol) implant surgery. She also reported that she had bilateral yag laser procedures performed soon after her implant surgeries. Following the laser procedures, the streaks of light were worse. Additional information has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/15/2009 and 10/28/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 11/11/2009.